Event description:
It was reported that the patient presented to clinic for a follow up. It was noted that the right ventricular (rv) lead exhibited oversensing noise resulting in pacing inhibition. The rv lead was capped and replaced on (B)(6) 2026. There were no patient consequences.